Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa (B)(6). Olympus europa (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the instrument channel of the device tested positive for unspecified microbes (114cfu). The testing result didn't clear the (B)(6) guideline. Then, the device was reprocessed and microbiological testing at the laboratory was repeated. As a result of the second testing, the sample collected from the instrument channel of the device tested positive for unspecified microbes (13cfu). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. (B)(6) 2018 the instrument channel of the subject device tested positive for bacillus spp. (3cfu) the water channel of the subject device tested positive for bacillus spp. (2,070cfu/ml). (B)(6) 2018 the instrument channel of the subject device tested positive for bacillus spp. (105cfu/ml). (B)(6) 2018 the distal end of the subject device tested positive for bacillus spp. The instrument channel of the subject device tested positive for bacillus spp. (20cfu/ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, bht-e-rdg. There was no report of infection associated with this report.